Manufacturer narrative:
D10 concomitant medical product: 01-0043 console; model 200x (serial#(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the console reported a negative (clear) scan, but a cotton pack was retained in the patient. Two separate scans were completed, along with two manual counts and all giving clear scans and correct counts. The patient had to be returned to the operating room for cotton removal. The hospitalization of the patient was extended.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, the console reported a negative (clear) scan just prior to closure and after closure, but a cotton pack was retained in the patient. Two separate scans were completed and both scans performed with the same console and blair-port wand combo, along with two manual counts and all giving clear scans and correct counts. The patient had to be returned to the operating room for cotton removal. The hospitalization of the patient was extended.